Event description:
Pt was sitting in church this weekend when her invision plus IV connector broke. Blood started draining into her hickman. Pt panicked and called 911. She was taken to (B)(6) hosp because she was told to go there if there ever was any issue with veletri or her line. She states that the emergency room was not familiar with veletri. Pt kept telling emergency room staff they need to restart infusion asap because of the short half life of veletri. They told her to calm down and she looked ok, so nothing to worry about. Emergency room had no tubing available, so they had to call the cardiac floor to get tubing brought down. Pt said it took over an hour and a half before everything was taken care of and restarted. Pt is now doing ok. I reviewed with pt that if this ever happens again, she should clamp her hickman to stop the blood flow while she sets everything back up to resume infusion. I advised pt that she can always call the pharmacy to assist with any infusion issues and we have an on-call pharmacist available 24 hours a day. Hosp can also call pharmacy to review everything if they are not familiar with veletri infusion. Dates of use: (B)(6) 2014 to present. Diagnosis or reason for use: pah.